Event description:
It was reported during the implant of the lead, the physician noted blood inside the lead after the sheath was peeled off. The lead was removed and checked. Lead fracture was noted. It was confirmed no clinical instruments, as surgical knife was used from the moment the sheath was inserted till the peeling of it. A new lead was implanted. No patient consequences were reported.

Manufacturer narrative:
As received, a partial distal portion of the lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.